Event description:
It was reported that the cartridge was leaking from the septum and that air bubbles were observed within the infusion set tubing. Customer changed out supplies and loaded a new cartridge to address the issues. Customer's blood glucose level was at or above 300 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.